Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that sometimes it would alarm no flow, and that sometimes the pump indicated it was running, but would not deliver. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).